Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, there was tactile issue with all keypad buttons and moisture/corrosion was observed in the battery compartment. The reporter noted that the keypad cover was intact and there were no delivery issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2016 with the following findings.on investigation, the alleged keypad tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. The keypad cover was undamaged and all the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. Investigation did confirm the reported moisture in the battery compartment complaint. A battery compartment crack was found on the side of the compartment and a leak test revealed a leak where the crack was located. Pump casing was opened and no evidence of moisture intrusion was found inside the pump. Unrelated to the complaint, the display was found to be dim with discolored text.